Event description:
A report was received from japan stating that an 840 ventilator experienced a malfunction during pt use. The customer reported that the color voided in the upper graphic user interface (gui) and the readings were difficult to read. The ventilator did not stop cycling. The pt was removed from the ventilator, no pt harm was reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer issue. The cse replaced the gui backlight inverter cable, which resolved the customer reported issue. (B)(4).